Event description:
It was reported that the left ventricular lead exhibited a loss of capture. The patient experienced phrenic nerve stimulation. The patient was scheduled for an in-clinic visit the following day. No additional information was available at this time.

Event description:
New information reported on 04/22/16 stated that the patient was no longer experiencing the phrenic nerve stimulation since the device was reprogrammed which resolved the issue.